Manufacturer narrative:
In an effort to best understand the surgeon's technique and how the cervical 5mm rasp was being used, an email inquiry was sent to the complainant on 12/30/2021. The complainant responded that the surgeon positions the sacroiliac joint fusion anchors laterally through the si joint. Next he fuses the joint posteriorly. He uses a variety of curettes to prepare the joint. He uses the small drill bit to ream the joint. Then the surgeon uses the cervical rasps without stops posteriorly down into the joint to further prepare for fusion. He will then insert cervical cages into the si joint. A DHR review was performed for the cervical rasp complaint lot and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 6/13/2013. The manufacturer's sacroiliac joint fusion system does not include rasps to prepare the si joint, and the surgical technique guide does not include a posterior approach to prepare the si joint. The sacroiliac joint fusion system is not indicated for use with cervical cages in the si joint. Use with components from other systems is listed in the contraindications section of the sacroiliac joint fusion system instructions for use (IFU). The root cause of this complaint is the surgeon elected to use a cervical 5mm rasp to posteriorly prepare the si joint during a procedure. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor the complaint devices for complaints from the field.

Event description:
The manufacturer received notification of an instrument malfunction on 12/16/2021. It was reported that a cervical 5mm rasp malfunctioned during a sacroiliac joint fusion procedure. There were no known patient complications associated with this complaint and the procedure was successfully completed. The device was discarded at the surgical facility and not available to be returned to the manufacturer for complaint assessment.